Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported that an advanix pancreatic stent was explanted during an endoscopic retrograde cholangiopancreatography (ercp) performed in the common bile duct/hepatic duct performed on (B)(6) 2020. On (B)(6) 2020, the advanix pancreatic stent was successfully implanted with no issues reported. On (B)(6) 2020 during a planned stent removal procedure, it was noted that the advanix pancreatic stent had migrated proximally into the liver ducts. After removing the migrated stent, a small amount of bloody bile was noted upon removal. No treatment was required for the bleed and the bleeding was self limiting. A new advanix pancreatic pigtail stent was placed and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.